Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: revision due to osteolysis/wear event description: the hospital reported the case to the competent authority on (B)(6) 2018. In the event description section the following is stated: on (B)(6) 2003 a total hip prosthesis was implanted on the right side at uniklinik greifswald. For years the patient was satisfied. Now, for months there has been increasing pain and complaints. Radiologically, polyethylene wear and femoral osteolysis is seen. A hip puncture was sterile. The stem and polyethylene insert were revised in neustadt on (B)(6) 2018. Review of received data: (see the zrm report for the figures) pelvis ap and lauenstein view of the right hip from (B)(6) 2018: the x-rays were received in pdf format and the quality of the images is insufficient for detailed evaluation. The ap view of the pelvis shows total hip prostheses implanted in the left and the right hip. On the right side the head is not centered in the cup. The inclination angle of the right cup is approximately 48°. In the lauenstein view of the right hip it can be seen that the head is not centered in the cup (fig. 2). A radiolucent zone is visible in the proximal part of the femur on the anterior and posterior side of the stem. Along the anterior side of the stem a radiolucent line can be observed. The stem seems to be subsided, as the bottom of the head is at the level of the resection line of the femur. Medical letter to dr schneider of (B)(6) 2018. Diagnosis: stem loosening on the right side cyst formation in the left hip with total hip prosthesis (thp) on both sides and bilateral wear of the inlay. Valgus gonarthrosis right. Varus gonarthrosis left procedure: on (B)(6) 2018 a puncture of the right hip was made to exclude a low grade infection. Revision of the stem of the right hip. In short time, revision of the inlay and, if necessary, revision of the stem on the left side. Anamnesis: the patient presents with right knee pain and wears a hard frame orthotic. The patient reports an increasing knock-knee deformity without wearing this orthotic. At the end of 2003 and beginning of 2004 the patient received thp on the right and left side. Over the years the patient was very satisfied. Since some time, there has been pain in the right hip, radiating into the knee. The patient has heavy pain and high pressure of suffering and the activities of daily living are significantly restricted. Technical findings: hip overview with lauenstein, both sides: uncemented thps are implanted in correct position on both sides. On both sides there is clear wear of the inlay. On the right side there is spotted osteolysis around the stem. On the left side there is a large cyst in the calcar. Revision report of (B)(6) 2018 diagnosis: loosening of right hip prosthesis and pe wear indication: at the end of 2003 and beginning of 2004 the patient received thps in the right and left hip at the uniklinikum greifswald. Over the years the patient was very satisfied with these. For approximately 1.5 years there is pain in the right hip, radiating into the knee. The puncture of the right hip was sterile. There is osteolysis, pe wear and, especially, loosening of the stem. Procedure: the hip is opened through the old lateral skin incision. When the right hip joint is accessed clear effusion drains. Samples are taken for microbiology testing. The capsule is resected anterolateral. There is a massive granuloma. Proximally there is a v- haped cavity around the stem and the stem wobbles. The prosthesis is dislocated gently. The stem is further freed, first the head and then the stem is removed. Samples are taken for bacteriology testing. Subtle debridement of the thick connective tissue interface from femur is made with various curettes, sharp spoons and retrograde chisels. Then the distal cortical bone pedestal is gradually drilled. The acetabulum is exposed. The polyethylene is worn and it is removed. The titanium cup is stable and left in situ. The cup is rinsed and cleaned and a new polyethylene inlay is inserted. The femoral medullary canal is prepared with medullary drills as well as taper cutters according to preoperative planning. The trial prosthesis is placed and dislocation tendency is checked. The joint is stable in all planes of motion and the leg length is balanced. The final prosthesis is inserted while considering the rotation. The final head is mounted and the prosthesis is reduced. After multiple rinsing the wound is closed. Scan copies of two pages with affixed product stickers were received. On one page the date (B)(6) 03 is recognizable. There, next to the implant already mentioned on the first page of this report, the sticker of a allofit shell/polar screwplug 54/jj, ref. No. 4246, lot no. 2184784 is affixed. On the second page there is no date recognizable and the following product stickers are affixed. It can be assumed that these are the components implanted in the left hip. Device analysis: on the anchoring region of the mayo stem there are hardly any bone attachments recognizable. The hydroxyapatite coating is no longer visible. Several scratches and nicks can be observed on the stem. These derived most probably from the revision surgery. The ceramic head is still mounted on the stem taper. Slight metallic smearing can be noticed on the articulation surface and on the bottom bevel of the head. The articulation surface of the alpha pe insert has an oval appearance. The width of the rim at the location that corresponds to the transition between the hooded and nonhooded area is smaller. From this location, approximately half of the inner edge of the hooded as well as of the non-hooded rim is slightly bent outwards and shows signs of layer delamination and cracks. In one region of the non-hooded rim an area with abrasion is seen. Closer inspection of the articulation surface with a low power microscope (leica mz16 a, q-ID: wnt-03-rsr-540-151663) revealed a loaded and an unloaded area. The loaded area exhibits a zone with layer delamination, possible particle delamination and cracks as well as a zone where the delaminated layer is missing and the surface is polished. E latter zone is adjacent to the region on the rim that shows layer delamination and cracks. The delaminated areas and the cracks are stained, most probably due to body fluids infiltration. In the unloaded area the machining marks are still visible. On the articulation surface, with the exception of the zone where the delaminated layer is missing, there are different patterns of scratches noticeable. Their origin stays unknown. On the anchoring side of the insert, there is a set of indentations from the shell¿s fixation spikes. On approximately half of the anchoring side, backside changes can be seen. On the rest of the anchoring surface the machining marks are still visible. The area with backside changes is slightly yellowish discolored. The pole pin is slightly damaged. Damage deriving from revision surgery, in the form of scratches, cuts and an instrument mark can be observed on the insert¿s rim and on anchoring side of the insert. The wear measurement of the articulation surface of the alpha pe insert was carried out on a 3d measuring machine type cmm5, sip geneva. The wear map shows a wear zone close to the rim. The total, linear wear value for the insert is about 1.43 mm which results in an annual wear rate of 0.1 mm. Due to the measuring method it is not possible to measure the entire articulation surface of the insert. The measurement only covers the surface from the center of the component up to 80°. Due to the position of the wear zone it has to be assumed that the wear area could not be measured entirely. Therefore, the value indicated above does not reflect the true amount of wear. Semlitsch et al. Reported that the expected polyethylene wear rate for ceramic heads (aluminum oxide for diameters 28 and 32 mm) combined with polyethylene cups is between 0.05 and 0.15 mm/year. Review of product documentation: no product documentation was reviewed for investigation. Conclusion: the prosthesis was revised after 15 years in vivo due to loosening of the stem and polyethylene wear. The medical letter reports that radiologically osteolysis was seen around the stem. During revision a massive granuloma was found. Then it was observed that the medial portion of the stem is sitting proximally in a v-shaped cavity and wobbles. Samples were taken for testing however the results were not received. The x-rays at hand taken just before revision surgery have an insufficient quality for detailed evaluation. Still, radiolucency can be recognized around the stem and, as the bottom of the head is at the level of the resection line of the femur, it can be assumed that the stem had subsided. The area with abrasion on the insert¿s rim indicates a possible contact with the proximal part of the femoral bone. On the stem at hand there are hardly any bone attachments. These observations point to loosening of the stem. However, without a complete and dated x-ray follow-up the bone situation immediately after implantation and how it changed over time in vivo remains unknown. The x-rays taken before revision show that the head is not centered in the cup. This can be attributed to the phenomena observed on the articulation surface of the alpha pe insert. More specifically to the zone where the delaminated layer is missing and the surface is polished. The wear measurement revealed a linear wear value of about 1.43 mm in this region. This value reflects the material loss by both layer delamination and wear. However, since the retrieval present only the actual condition and not the course of events it stays unknown how much of the material loss is due to wear and how much due to the layer delamination. The layer delamination, possible particle delamination and cracks observed on the articulation side of the alpha pe insert can be attributed to material embrittlement due to oxidation. Based on the retrieval investigation and the information received it can only be hypothesized that the material loss of the alpha pe insert could possibly be a reason for the granuloma seen during revision surgery and could have contributed to the femoral osteolysis and loosening of the stem as well. However, with no patient information at hand (e.g. Bmi, behavior (level of physical activity), complete medical history etc.) Any influencing factors that may result from it remain unknown. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Associated devices: allofit alloclassic shl 54/jj, ref#: 4246, lot#2184784, versys fm hd 28x-3.512/14, ref#:00-6418-028-01, lot# 60074849, mayo 12/14 hip small hatcp, ref#: 65-8026-011-00, lot# 60021952. Surgical reports and x-rays were received and will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was now reported that the patient had a revision surgery fifteen years post implantation due to increased pain, radiological pe abrasion, femoral osteolysis and loosening of the stem. The stem, the head, and the insert were removed.

Manufacturer narrative:
The manufacturer received documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to pain, osteolysis and wear.